Event description:
Customer reported one discrepant sars-cov-2 tma sample run on panther instrument sn (B)(4). The sample had a valid positive (705 rlu) and negative (548 rlu) results. Customer was unresponsive and provided no further details. It is not known which sample result was reported out to patient. No serious incident or adverse event was reported to hologic.